Event description:
It was reported that a cantata duo 2.8 superselective microcatheter separated at the tip. The device was required for splenic artery embolization during a study procedure (MDR-2031) and was placed in the patient via femoral artery access. During delivery of embolization coils through the microcatheter, the catheter sheared and it was necessary to retrieve the catheter tip fragment and the coil. The device was successfully removed from the patient and no other adverse effects were reported for this incident.

Manufacturer narrative:
Date of event: (B)(6) 2020. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported by cri via camden university hospital (USA) that a cantata duo 2.8 superselective microcatheter (rpn: unknown; lot#: unknown) separated at the tip. The device was required for splenic artery embolization during a study procedure (MDR-2031) and was placed in the patient via femoral artery access. During delivery of embolization coils through the microcatheter, the catheter sheared, and it was necessary to retrieve the catheter tip fragment and the coil. The device was successfully removed from the patient and no other adverse effects were reported for this incident. Reviews of documentation including instructions for use (IFU), quality control procedures, and specification of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [t_can_rev6] ¿cantata 2.5 and 2.8 microcatheters and cantata 2.5 and 2.8 duo microcatheters,¿ provides the following information to the user related to the reported failure mode: ¿warnings. -if resistance is felt between the vessel and microcatheter, or between the microcatheter and wire guide, verify the cause of resistance by fluoroscopy or remove the microcatheter and wire guide as a unit. Damage may occur to the microcatheter and/or wire guide. Instructions for use. -using standard technique, place appropriate angiographic catheter or guiding catheter into the vascular system. A rotating hemostatic valve with side-arm adapter may be attached to the introducer device to prevent back bleeding and provide a continuous flush of heparinized saline or sterile water. -remove the microcatheter spiral holder from its sealed packaging. -attach a syringe filled with heparinized saline solution or sterile water to the luer lock fitting of the microcatheter holder. -inject enough solution to wet the microcatheter surface entirely. This will activate the hydrophilic coating on the microcatheter surface. Note: the surface of the microcatheter may become dry after removal from the holder. Additional wetting with heparinized saline or sterile water will renew the hydrophilic effect. -attach a second hemostatic valve with side-arm adapter to the microcatheter, purge any air and flush with heparinized saline or sterile water. Note: the tip of the microcatheter can be reshaped with fingers or by using a 19 gage cannula. Do not use heat or steam. -carefully insert an appropriately sized wire guide into the microcatheter and completely close the valve around the wire guide. -introduce the microcatheter and wire guide assembly through the hemostatic valve. Gently close the valve to prevent backflow while still allowing back-and-forth movement of the microcatheter. -using fluoroscopy, introduce the microcatheter and wire guide assembly into the vascular system, making sure the wire guide is always ahead of the microcatheter. Final positioning is accomplished by short advances of the wire guide and microcatheter until the desired position is achieved and then confirmed by fluoroscopic visualization. -monitor microcatheter placement and position during use. How supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of the investigation, cook concluded the cause of event to be component failure. It's possible that during advancement of the coils, resistance was felt. Upon removal, it was noted that the catheter tip had sheared and needed retrieval along with the coils. No notes were provided regarding patient anatomy and if any difficulty was experienced in advancement of the wire guide or catheter. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.